Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned. Insulation cut through and torn apart, coils at this location stretched, 28 cm from terminal pin.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead could not be implanted. The physician accidentally cut the lead as he was trimming the suture. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.